Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned and the evaluation found that due to poor water-tightness of the cable unit, water tightness of the device was lost. Although the failure was attributed to a component failure, the investigation was unable to determine what caused the cable to fail. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water protection loss there was no patient involvement.